Event description:
It was reported by service report that 2 wheels were broken off and the cot had bent caster horns. In addition, the wheels were worn, the outer base tube weldments were broken, and the damage was reported to have resulted in exposed sharp edges. There was no pt involvement, and there were no adverse consequences reported.

Manufacturer narrative:
(B)(4): caster horns, base tube weldments.